Manufacturer narrative:
Device eval by manufacturer: the returned device consisted of an amplatz super stiff guidewire. Visual examination revealed that the coil wire was unraveled, and the core wire was detached at 8.8 cm from the distal tip section. Microscopic inspections also confirmed the core wire was detached. The reported clinical observation was confirmed.

Event description:
Reportable based on device analysis completed on 09 jan 2023. It was reported that the guidewire unraveled. An amplatz super stiff guidewire was used during a biliary drainage catheter exchange. During the procedure, the amplatz super stiff guidewire unraveled. The device was exchanged with a non-boston scientific guidewire. No patient complications were reported. However, device analysis revealed that the core wire was detached.